Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: (B)(4). It was reported that patient was experiencing discomfort at the ipg site and both leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was relocated and the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.